Manufacturer narrative:
On may 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic white female patient, who's undergone breast augmentation revision with a (left) 450cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant, suffered spontaneous bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via mammogram and MRI. As a result, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 6, 2021, mentor received additional information indicating that the patient's condition has improved as an outcome and also that the patient underwent bilateral replacement with the following devices: (left) 275cc mentor memorygel breast implant catalog: 3502751bc, lot: 9543651, sn: (B)(6) and (right) 225cc mentor memorygel breast implant catalog: 3502251bc, lot: 9478399, sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 400cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent siltex cracking. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).